Event description:
It was reported that the most distal tine was loose and slid up to the second tine, making it too large to fit through the introducer. The product was not implanted in the patient. A new lead was used successfully.

Manufacturer narrative:
(B)(4).